Event description:
It was reported that complete heart block (chb) occurred. The patient was selected for a 25mm lotus edge valve implant. At an unknown time, the patient developed chb and a permanent pacemaker was implanted.

Event description:
It was reported that complete heart block (chb) occurred. The patient was selected for a 25mm lotus edge valve implant. At an unknown time, the patient developed chb and a permanent pacemaker was implanted. It was further reported that: at the time of reporting, the patient was doing well. No malfunction of the lotus edge valve was reported. The heart block was noted during the lotus edge valve deployment and the patient received a permanent pacemaker following the procedure.